Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir ring was falling off. Customer¿s blood glucose level was 7.9 mmol/l at the time of incident. Customer state that reservoir unable to lock into place. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer. Device also has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer. Device also has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the thin plastic strip located above the lcd display is missing.